Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. Visual inspection found a loose connector at the battery connection. The representative then secured the connection. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while the viewing station of the imaging system was unplugged, a beeping noise could be heart emitting from the viewing station. No additional information was provided. There was no patient present when this issue was identified.